Event description:
The device was used during an unknown procedure. Reportedly, the device was clamped and fired across right pulmonary artery. The handle fell off and the device could not be opened. No pt injury was reported.